Event description:
User facility reports some employees are experiencing burning eyes, headache, stuffy nose and upper respiratory problems. No individual specific information was provided by the facility.